Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the patient was scheduled for a CABG (coronary artery bypass graft). While in the cath lab, the intra-aortic balloon (iab) was inserted. The pumping was initiated and the iab did not inflate. As a result, the iab was removed and the medical doctor used another iab for insertion. There were no reported adverse consequences reported. Reference MDR #1219856-2011-00191 for the second report involving the same patient.